Event description:
Caller reported blood glucose results of 311 mg/dl on advantage system 1, 119 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The reported field event of device reset was confirmed in the laboratory. The device entered hardware vvi (hwvvi) mode due to a power-on reset that occurred during therapy delivery. A polish mark was visible on the ICD can, suggesting that the por was caused by a lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was explanted and replaced due to vvi hardware reset.